Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) reported that loss of helium from the tank was not verified. The fse checked system calibration, captured error logs, and completed battery run time during preventative maintenance (pm). The iabp was returned to the customer for clinical use. There were no parts replaced.

Event description:
While performing service test, the customer reported of a "helium leak". There was no patient involvement, therefore no adverse event reported.